Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker, the customer had reported issues with the insulin pump. Then stated that a couple of weeks ago he experienced a high blood glucose in the 600 mg/dl range. He had changed the set and the regulated again. Customer didn't notice if the cannula was bent. Customer declined troubleshooting assistance with the helpline. He was advised to call when issues occur to ensure the device is functioning correctly. The device is not being returned for analysis.